Manufacturer narrative:
(B)(4). Date sent: 4/12/2021. Investigation summary. Call home was reviewed for system (B)(6) on 12/23/20. A pr15, (B)(6), was connected to channel 3, tested, and put into tissu-loc. A 5:00, 65w ablation was completed. The temperature averaged 120c. Cauterize was completed and this marked the end of the case. No errors or issues were seen in call home. No device will be returned to neuwave for further investigation since it was discarded. The root cause is unknown. Device history lot - lot ml20055243 was reviewed (in process sn (B)(6)). Manufacture date: 6/9/20. Expiration date: 2/1/24. There were no problems seen during the manufacturing and testing of this lot. Additional information was requested, and the following was obtained: what type of procedure was being performed (liver, kidney ablation)? Liver ablation what probe was being used? I believe it was a pr 15. What was the degree of injury? No more info to give. What is the location and size? No info. How was it treated? It was already stated the patient cared for it. Is it believed to have been caused by a deficiency of device? Yes ¿ the shaft frosted which clearly caused the issue. What is the hcp¿s opinion of cause of infection? The procedure.

Manufacturer narrative:
(B)(4). As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Pending manufacturing record evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What type of procedure was being performed (liver, kidney ablation)? What probe was being used? What was the degree of injury? What is the location and size? How was it treated? Is it believed to have been caused by a deficiency of device? What is the hcp¿s opinion of cause of infection? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the probe frosted to the point that it caused some frostbite on the patient's skin. Due to poor self-care by the patient the frostbitten region became infected. After treatment for the infection, the patient has no lasting effects from this incident.